Event description:
A revision was peformed and this crt-d was successfully replaced. The explanted device will be returned for laboratory analysis.

Event description:
---

Manufacturer narrative:
At this time, this device has not been returned for laboratory analysis. No additional information is available. If any additional information does become available or if the device is returned, an updated report will be submitted.

Manufacturer narrative:
Once the device has been returned and analysis completed, this report will be updated.

Manufacturer narrative:
A revision has been scheduled for a future date. No additional information is available. Once the device has been explanted and returned for laboratory analysis, this report will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed the elective replacement indicator (eri) back in january. There was a concern that the battery had depleted earlier than expected. In addition, the ventricular pacing threshold had increased to 6.5 volts. No adverse patient effects were reported, but this patient is pacemaker dependent.